Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the keypad on the customer's insulin pump was unresponsive. His blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted. No unlocked connector and or lcd keypad connector during visual inspection. The device was received with cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.